Event description:
It was reported that the mixing pump, heater, and circulation pump of arctic sun device were replaced and when they ran calibration, it failed for an error 80 (water check time out unable to reach calibration temperature). The expected vale was 6 but actual was 31. It was instructed to go back through and check that all of the proper connections are put back in place and properly seated including a/c harness. In sample evaluation findings, the reported issue of the unit was not cooling down was confirmed in the event log. The root cause of the reported issue was determined to be the mixing pump, that was not pulling the proper amount of water from the circulation tank and pumping it into the chiller tank . The system heats to 42°c and cools to 4°c and is stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mixing pump, heater, and circulation pump of arctic sun device were replaced and when they ran calibration, it failed for an error 80 (water check time out unable to reach calibration temperature). The expected vale was 6 but actual was 31. It was instructed to go back through and check that all of the proper connections are put back in place and properly seated including a/c harness. In sample evaluation findings, the reported issue of the unit was not cooling down was confirmed in the event log. The root cause of the reported issue was determined to be the mixing pump, that was not pulling the proper amount of water from the circulation tank and pumping it into the chiller tank. The system heats to 42°c and cools to 4°c and is stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mixing pump, heater, and circulation pump of arctic sun device were replaced and when they ran calibration, it failed for an error 80 (water check time out unable to reach calibration temperature). The expected vale was 6 but actual was 31. It was instructed to go back through and check that all of the proper connections are put back in place and properly seated including a/c harness. In sample evaluation findings, the reported issue of the unit was not cooling down was confirmed in the event log. The root cause of the reported issue was determined to be the mixing pump, that was not pulling the proper amount of water from the circulation tank and pumping it into the chiller tank. The system heats to 42°c and cools to 4°c and is stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode.